Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mc8dpqs0 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/22/2019. H3 device evaluation summary: six unopened samples of product code vcp683,lot mc8dpqs0 were returned for analysis.the complaint sample was not received. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of procedures in which the issue occurred? Unknown. Event date? Procedure name? Event description indicating when did the issue occur? Quantity involved? How was the case completed? Unknown.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle had been detaching from the suture thread. There were no adverse patient consequences reported.